Manufacturer narrative:
Additional information: d3(street 1, MFR city, country code, postal code), d10, g4, h3, h6 h3 evaluation summary: one sample of device was received for evaluation. A visual inspection was performed and it was observed the area around the tube where is inserted into the flange presents a pink discoloration. The reported failure was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had always been passed to the patient from the hospital, but the patient pointed out that a pinkish stain was found to be attached around the base of the actual product. Recannulation was required.